Manufacturer narrative:
This supplemental is being submitted for correction for the h4 manufacturer date to: 11/11/2024.

Event description:
No new additional information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that liquid was unable to be ejected when using the single use injector. The issue occurred during a therapeutic procedure (endoscopic submucosal dissection), which was completed with a similar device. There was a delay of less than 30 minutes and no reports of patient harm.

Manufacturer narrative:
Correction is being made to previously submitted h4 - device manufactured date, which was transposed on the previous report. The correct date is (B)(6) 2024.

Event description:
No new information received from the customer.